Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/14/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3631-1 fibertak¿ rc suture anchor loosened. This occurred during use they followed all the steps of the technique. During suturing, the anchor loosened and another anchor had to be opened to complete the procedure.